Event description:
It was reported that during insertion of an intra-aortic balloon (iab), blood was seen inside the iab membrane as it advanced through the sheath. The iab was removed and a 2nd iab was inserted. Again, the same issue occurred as the 2nd iab was being inserted. The customer removed the 2nd iab and began to insert a 3rd iab. Upon insertion of the 3rd iab, the same issue occurred and blood was seen on the iab membrane again. This report is for the 2nd iab used. There was no patient injury and no adverse event was reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the exterior or interior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), blood was seen inside the iab membrane as it advanced through the sheath. The iab was removed and a 2nd iab was inserted. Again, the same issue occurred as the 2nd iab was being inserted. The customer removed the 2nd iab and began to insert a 3rd iab. Upon insertion of the 3rd iab, the same issue occurred and blood was seen on the iab membrane again. This report is for the 2nd iab used. There was no patient injury and no adverse event was reported.